Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads dislodged. The leads were reportedly repositioned but were ultimately replaced. The physician was unable to secure the new lv lead in the cardiac resynchronization therapy pacemaker's (crt-p) lv port and it was loose. The lead pin was fully inserted but there was a problem with the lv port setscrew. The crt-p was replaced and there were no further issues. No patient complications have been reported as a result of this event.